Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records on (B)(6) 2017 for MDR reportability, it was noted that the patient had a depuy left total hip. The pfs reports pain, discomfort, and limited mobility. The metal ion levels provided were at non-reportable levels. The complaint was updated on: 03/02/2017. Update jul 14, 2017: litigation received. In addition to what was previously reported, litigation alleges loosening and metallosis. Added unknown depuy product for alleged loosening (unknown component). This complaint was updated on: aug 8, 2017.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.